Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. It should be noted that the sapien 3 (s3) thv was implanted within a surgical valve in the pulmonic position. At the time of the procedure ((B)(6) 2019), the s3 thv system was indicated for valve replacement involving a native aortic valve or a surgical bioprosthetic aortic or mitral valve. Therefore, this was an off-label operation. The IFU for transfemoral (tf) procedure in the aortic/mitral position was reviewed for relevant guidance for a s3 implant using a commander delivery system (ds), including warnings, precautions, and potential adverse events. No IFU/training deficiencies were identified. In this case, stenosis and regurgitation are unable to be confirmed due to unavailability of the medical report and imagery. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, 'approximately 4 years 11 months following a transfemoral pulmonic valve replacement procedure with a 26mm sapien 3 valve (implanted within an existing 27mm epic surgical valve), the valve(s) failed, due to stenosis with pulmonic insufficiency [...] The patient was not experiencing symptoms but the valve gradient was 40mmhg.' It should be noted that this was an off-label procedure for sapien 3 (s3) thv implanted within a surgical valve in the pulmonic position. At the time of the implantation ((B)(6) 2019), the s3 thv system was only indicated for valve replacement involving a native aortic valve or a surgical bioprosthetic aortic or mitral valve. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to insufficient information provided, a definitive root cause of stenosis is unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation (including paravalvular leak (pvl) and transvalvular leak (central)) are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, and valve under-sizing. Central regurgitation, which develops progressively over time, can be due to several issues, including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to insufficient information provided, a definitive root cause for regurgitation is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years 11 months following a transfemoral pulmonic valve replacement procedure with a 26mm sapien 3 valve (implanted within an existing 27mm epic surgical valve), the valve(s) failed, due to stenosis with pulmonic insufficiency and a new sapien 3 ultra valve was implanted with 3cc extra fluid, after fracturing the surgical valve with a 28mm non-edwards balloon, and the patient was doing well. The physicians reportedly felt the valve lasted as it should, and the s3 valve was constrained, due to not fracturing the surgical valve on the first case. The patient was not experiencing symptoms but the valve gradient was 40mmhg.